Event description:
A report has been received regarding a bend in the head deck. It was determined the patient using the bed was under the weight capacity. It was reported the deck section was replaced under warranty. No injury.